Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion set to address the alarms and resumed insulin delivery. There was no adverse impact customer¿s blood glucose. Customer reverted to manual insulin therapy.